Event description:
It was reported to boston scientific corporation that a urological guidewire was used during a ureteroscopy procedure on (B)(6) 2013. According to the complainant, upon receipt of the returned device for evaluation, the guidewire was separated into two sections, one section was still inside the uro stent while the other section was outside the stent. The guidewire was unraveled and the core wire was exposed. There were no patient complications as a result of this incident. The status of the patient was reported to be stable at the conclusion of the procedure. This report pertains to one of two devices used during the same procedure. Associated manufacturer report 3005099803-2013-12973 pertains to the other device.

Event description:
It was reported to boston scientific corporation that a urological guidewire was used during a ureteroscopy procedure on (B)(6) 2013. According to the complainant, upon receipt of the returned device for evaluation, the guidewire was separated into two sections, one section was still inside the uro stent while the other section was outside the stent. The guidewire was unraveled and the core wire was exposed. There were no patient complications as a result of this incident. The status of the patient was reported to be stable at the conclusion of the procedure. This report pertains to one of two devices used during the same procedure. Associated manufacturer report 3005099803-2013-12973 pertains to the other device.

Manufacturer narrative:
Upn was updated with the upn most probable selection based on all available information. Complaint is confirmed, it was noted that the condition of the returned unit was consistent with the complaint incident that the guidewire body was broken and the coil was unraveled. The guidewire was determined to be a ptfe 0.038 stiff bodied, fixed core straight. A visual evaluation found the guidewire was kinked at the distal end. The guidewire was also bent in several locations throughout. The guidewire was detached into two pieces and the coiling wire was unraveled and stretched where the guidewire was detached. The coiling wire was also stretched in multiple locations throughout. A review of the device history record could not be performed since the lot number was not provided in the reported complaint. Operational context is selected as the most probable root cause for this complaint.